Event description:
It was reported the black piece from the impactor broke. It broke as a whole piece, no pieces left in the patient.

Manufacturer narrative:
The gii femoral impactor was returned and evaluated. A visual inspection found that the impactor pin was missing from the assembly and was not returned with the device. The impactor bumper was manufactured in 2006 and exhibits deformation and deep gouges. We recommend that all reusable instruments be routinely inspected for wear and damage so that they may be replaced as necessary. A review of the complaint history revealed no additional complaints for this device. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.